Event description:
It was reported by the customer that before use, the cardiosave intra-aortic balloon pump (iabp) machine had an autofill fail condition. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. Perform function check passed and calibrate. Value is within normal limits. Perform an autofill test, working normally 2 times, 1 hour. Looked in the log file and found alarm 4f,4e, which in the manual found that it was probably caused by a leak in the catheter or a leak in the auto fill system, but tested, and machine works normally. Test balloon can be used. It is recommended to change the safety disk because the service life reaches 2 years on 12/2/2024 and the usage time exceeds 20579 - 18298 = 2281 hours.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a